Manufacturer narrative:
Co has evaluated the complaint and determined on remedial action is necessary to prevent unreasonable risk of substantial harm to the public. The remedial action details will be sent in within the next 5 days. Co has determined a "urgent safety alert" should be sent out to end-users emphasizing the importance of proper maintenance of oxygen equipment. Including oxygen regulators.

Event description:
The emt was checking the equipment on the ambulance. He turned the toggle of the oxygen cylinder to the "on" position to check the cylinder pressure. The pressure gauge initially did not irieate any pressure, there was a hissing sound and an ignition occurred.